Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump was unable to confirm alarm due to erased history file. Insulin pump had minor scratches on display window and cracked battery tube threads.

Event description:
Customer reported the insulin pump alarmed. Customer blood glucose was 89 mg/dl. Troubleshooting was performed. Customer was able to clear the alarm, by pressing esc/act. Customer was advised to disconnect from the device. Customer was assisted with rewind process and reprogramming the device. The device did not allow the customer reset time and date. Customer was advised the device need to be replaced. No further information provided.